Event description:
Had been complaining to my primary of pain, burning and fungal infections in and around my breast. Primary dr (B)(6) asked and I answered having almost 9 year old silicon implants. (B)(6) medical group, asked also and I also answered about my pain, burning, fungal infections, my almost 9 year old silicon implants and proceeded with mammogram. Immediately after I began itching, having red rashes and hives severely all over my body, hands and feet. I had to see my primary, primary put me on hydroxyzine and prednisone. I discovered from (B)(6) and internet, mammograms put silicon implants at risk. Both dr (B)(6) and (B)(6) had policy and protocol for silicon implants and neither offered to advise, warn or ask me. They both ordered my mammogram and put me more at risk, left me in more pain, discomfort and now on meds for itching, hives and rashes.